Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. Model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. Model #: sc-1132, serial/lot #: (B)(4), description: precision spectra implantable pulse generator. Model #: sc-8336-70, serial/lot #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg and lead site. Symptoms were redness at the ipg site and drainage at the cervical incision site. The physician did not state the cause of infection but believed that the patient's body was rejecting the leads and ipg. The patient underwent an explant of the cervical scs system.